Event description:
It was reported that during a lap adrenalectomy, the device clamped a clip (hem-o-lok/weck) and the jaw became not to open in about 3 or 3 1/2. The device was used for the adipose tissue in single tap mode. While the doctor was trying to open the jaw somehow, the upper jaw came off. As the detached upper jaw matched the device, the doctor determined that no pieces were left inside the patient and the operation was finished. The patient was once transported to ICU. After that, a nurse noticed a part of the I-blade was missing. When the patient was x-rayed, the broken I-blade was found inside the patient. The patient was back to the operation room to retrieve the broken piece. At first, the doctor intended to retrieve the broken piece laparoscopically under x-ray with the patient under general anesthesia. However, the broken piece could not be found, the operation was converted to hand assisted laparoscopic surgery. Then, the doctor found the broken piece attaching to the mesentery and retrieved it. The doctor commented that the retrieved piece fit to the remaining blade and there was no missing part, so no pieces were left inside the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.